Event description:
Reportedly, while placing in the sfa, the delivery system jammed with the stent half deployed. The remainder of the stent was able to be deployed when the delivery system catheter was removed. The stent remains implanted. No medical intervention taken.

Manufacturer narrative:
Device remains implanted. Evaluation summary: the first angio appears to show that after about 20-30mm of stent deployment, the system would not retract further. The additional 2 images show progression as the system was withdrawn out of the system removing the stent. The second image shows about half of the stent deployed and the final image shows the entire stent deployed in the artery. The stent is elongated but without more pictures, the degree of elongation can't be assessed. Postdeco the handle was x-rayed and examined, there was no visible damage. The belt does have some slack, but appears to be engaged with the gears. There is a large amount of blood in the handle, around the block and on the belt. There is also a wear area on the belt that appears to have been rubbing. They may have experienced belt slippage due to blood inside the handle acting as a lubricant, or the belt was rubbing inside the handle. Improvements have been made to the handle to keep belt from slipping. Method: device returned.